Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. After the tavi procedure, the knots of the two pre-placed prostyle sutures were successfully advanced; however, there was still slight pulsatile bleeding. A third prostyle device was deployed post tavi procedure. The knot of the third prostyle suture was successfully advanced. After control fluoroscopy there was visible stenosis. A cutdown was performed and there was a visible dorsal dissection, tear intima, that folded into the vessel that caused the stenosis. After the operation the patient was stable, bleeding stopped and the access site was closed. There was a clinically significant delay in the procedure or therapy. The patient was sent to the intensive care unit. Although the knots were placed well, the account cannot confirm there was no issue with the suture placement in the vessel. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The unspecified issue could not be confirmed as the plunger, posterior needle tip, cuffs, link and the suture were not returned. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode was not provided. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the surgical intervention appears to be related to circumstances of the procedure. The patient effects of dissection and occlusion are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.